Manufacturer narrative:
(B)(4). Concomitant products: introducer: cook 55 cm flexor; support catheter: cook cxi; guide wire: 0.014 command es. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a groin artery access approach that post successful stenting procedure of the ulcerated right forefoot with two 3.5 x 38 mm xience prime btk stents the patient experienced a vasospasm. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.